Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump was dropped from a pants pocket onto the ground, after which the device¿s screen became unreadable, consistent with a display/screen visibility hardware issue due to impact damage. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included shipment of a replacement device. Investigation included customer care review and logistics verification. Investigation of this case revealed physical damage to the device¿s display following accidental drop, with no additional device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from accidental impact.